Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a fluid bolus issue when transporting a patient from a transport bed to regular bed. The reporter looked at the event log and tried to recreate the issue but could not reproduce. There was no known patient injury or medical intervention associated with this event. No additional information is available.